Manufacturer narrative:
This report is submitted on november 18, 2019.

Event description:
Per the clinic, the patient's abutment was removed in the operating theatres on (B)(6) 2019, due to recurrent skin issues. The implant fixture remains insitu.